Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The surgeon was doing a c1-c2 apfelbaum fusion and a drill and a tap from the system broke in the patient leading to a sub optimal result. The drill bit snapped in the patient when drilling the hole for the first screw. The piece of drill bit had to be removed with pliers. The drill had reached the desired depth. Therefore the tap was then used and screw was inserted with no issues. There was then no drill for the second screw to be placed as only one was on this set. An alternative drill of the same width but not the same length was used for the second screw. This meant that he could not get the desired trajectory for the screw. When using the tap, the end snapped off in the patient. This also had to be removed with pliers. The screw was then inserted. However, the full length had not been tapped causing great concern. Surgical delay of at least one hour, with loss of blood due to delay. The post op scan looks very good and no further surgery will be needed. Additional component reported in med watch 3005673311-2016-00055.

Manufacturer narrative:
The devices were investigated visually and microscopically. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Based on the information available as well as a result of our investigation the root cause of the failure is most probable user related. We assume that the drill broke due to a leverage effect. According to sp (B)(4), a CAPA is not necessary.